Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: bd max discrepant results on side a. Erroneous results using bd max ex ent bac 26 assay. No patients affected. Found problem and blocked side a for temporary fix.

Manufacturer narrative:
PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "discrepant results". It was reported by the bd field service engineer (fse) that the instrument was giving discrepant results on side a while running the extended enteric bacterial panel assay. The bd fse performed instrument troubleshooting which indicated poor results for pump #4 and the need for reader a replacement. Service performed replacement of the reader on side a and pump #4 on the instrument z-gantry. Reader re-normalization was also performed. The qualification run passed without issue and the system was returned back to lab staff for normal use. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and two additional work orders were observed on (B)(6) 2022 and (B)(6) 2022 for the complaint failure mode reported.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: bd max discrepant results on side a. Erroneous results using bd max ex ent bac 26 assay. No patients affected. Found problem and blocked side a for temporary fix.